Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine that was used for treatment where a blood leak occurred. The issue was found when a fresenius mexico technician was servicing the machine for a low flow error. The technician reportedly replaced the venous filter, which contained blood. The amount of blood loss was unspecified. The technician also replaced a leaking connector and rinsed and disinfected the machine to return it to service. It was confirmed that no sample is available. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.